Event description:
The customer reported that 10 ml of bluish fluid leaked from the coulter lh 780 hematology analyzer while running patients. The leak was not contained within the instrument. Errors received. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) observed leaking on the inside left side of instrument and found quick disconnect (qd7) was not connected correctly. He reconnected qd7 and then tested the instrument to verify that issue was resolved. (B)(4).